Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3093-33, lot# v779635, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the health care provider (hcp) was doing an implantable neurostimulator (ins) change out due to normal end of life (eol). When the new ins was connected, impedances were checked and they were all greater than 4000 ohms. The manufacturer representative increased the pulse width to 330 with the same result and increased the amplitude to 3.0v with the same result. They disconnected and inspected the lead and the lead appeared stripped or pulled. A new lead was implanted and impedances were still bad. Case and 2 showed as "???" And all pairs with 3 were greater than 4000 ohms. They backed out the ins setscrew and tried to further insert the lead with no success. The pulse width was increased to 330 and the amplitude was increased with the same results. A new ins was implanted with the new lead and the therapy and impedances were fine. The ins would be sent in for evaluation.